Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, he noted the presence of vacuoles in both iols and a worsening of the patient's visual acuity. In a follow-up, the surgeon reported he continues to monitor the patient. There are two medical device reports for this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 11/24/2009 and 12/07/2009 by phone, fax and mail. A completed questionnaire was not received. Additional information was obtained by phone. (B) (4). (B) (4). (B) (4).